Event description:
The patient was admitted for a procedure in 2008, with a 70%, moderately calcified lesion in the right internal carotid artery. It was noted that the vessel was moderately tortuous. When the amiia balloon was deflated, and pulled back, it got caught in the strut of a precise stent. The balloon was removed from the patient and inflation was completed with another balloon. There was no patient injury reported. The physician commented that this might have occurred due to the tortuous shape of the vessel.

Manufacturer narrative:
During a carotid stenting procedure, an amiia pta balloon catheter 'got caught in the precise stent strut" during post-dilation. The physician was able to remove the balloon without patient injury and completed the procedure with a non-cordis balloon. The target site was described as moderately calcified and tortuous. No product anomalies were reported; it was the physician's opinion that this may have "occurred due to the tortuous vessel shape". The product was not returned for evaluation. A review of the device history records associated with this final lot and subassembly presented no issues during the manufacturing process that can be related to the reported complaint. It is not possible to confirm the complaint. After review of the available information, procedural factors and/or vessel/lesion characteristics may have contributed to the event. No actions will be taken at this time.